Event description:
It was reported that the st holster rear rotation knob is not working and they are receiving the l3-017 and l3-013 error code. They changed probes and completed the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.